Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the impedances were checked and the following impedances were recorded on the following contacts: 1 - 40000 (do not use) 2 - 20370 (avoid) 3 - 40000 (do not use) the patient was still able to receive adequate therapy. No symptoms or complications were reported.